Event description:
An international distributor reported that their customer's AED battery was depleted; however, when tested with a spare battery pack, the AED did power on. The customer did not report this occurring during patient use.

Manufacturer narrative:
Analysis of the log files from the AED identified that the customer was performing excessive self-testing of the AED which reduced the battery life expectancy. As a follow-up with the customer, the proper maintenance of this device was reviewed.